Event description:
The customer reported that the cine drive would not work. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced and formatted. The system was tested and found to be working as intended and put back into service.